Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged twice. The lead also had high and unstable threshold, as well as no capture. Post-operatively, the patient experienced muscle stimulation (pacing in the abdomen) and nerve stimulation. The lead was programmed off, and then later in the evening it was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.